Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Device history record (DHR) - the product code 828806 with lot 5679720 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no drainage issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) male via l-p shunt on (B)(6) 2021, with setting 6. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). There was a tendency for over drainage, and the set pressure was changed to 7 on (B)(6) and to 8 on (B)(6). A cranioplasty was performed on (B)(6), and the set pressure was changed to 7. The set pressure was changed to 6 on (B)(6), to 5 on (B)(6), and 4 on (B)(6), but the patient's wakefulness was poor. On (B)(6), shunt contrast was performed, the flow was poor, and the size of the ventricles did not change. The valve was removed and replaced on (B)(6) 2021.